Event description:
The following has been reported: biomed reported: pump starts on red pump problem after start-up. An initial review of the device logs reveals the following: mechanical hardware failure (air compressor). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint was confirmed, the compressor failed. Upon powering up the normal flushing of air did not occur and instead a distinct crunching sound was observed. A new pneumatic assembly was plugged in and tested, this operated normally and without alarm. In the course of testing the pneumatic assembly the ipc midway connection needed to be cut to remove the pneumatic assembly. The ipc midway connection was replaced.